Manufacturer narrative:
Reviewed images from customer's instrument and results appeared negative.tested returned patient sample using retention capture-r ready screen (3) (crrs 3) on both the galileo and echo. Sample was nonreactive with all cells.tested returned patient sample using retention capture-r ready ID (crrid) on the galileo. Sample was nonreactive with all cells.hemagglutination tube testing performed with sample using retention panoscreen I, ii, and iii. Testing was performed at all temperatures. Sample was nonreactive with all cells [jk(a+b+), jk(a+b-), and jk(a-b+)] macroscopically.the event appears to be related to the nature of the antibody.

Event description:
Customer reported unexpected negative antibody screen for a specimen containing anti-jka on the galileo.